Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement pfc board 1000 shipped to site 01/21/2016. Medtronic investigation of returned suspect pfc board 1000 finds that the analysis was complete on the standalone board and found it to be: defective. Confirmed reported problem "burn" visual, power resistor on heat sink, lead is separated from body of resistor. No power applied to board. Electrical failure - defective pcba. On 05/05/2015, a medtronic representative performed an imaging system check-out, cable grade, safety inspection, imaging modalities and software areas passed. Mechanical test failed. On 05/12/2015, a medtronic representative performed an imaging system check-out, cable grade, safety inspection and software areas passed. Mechanical and imaging modalities tests failed. System motor for gantry stopped responding after a moment.

Event description:
A medtronic representative reported a site's imaging system that stayed in un-initializing mode. No further details regarding the issue, or specifics of when it occurred, were provided. There was no patient present when this issue was identified.